Manufacturer narrative:
Upon investigation of the actual device used in this incident, the reported malfunctioning full height cubie drawer was confirmed. A field service engineer successfully replaced the complete height cubie bus module controller board, reconnected the row board cables, and reseated all cubie trays and pockets to resolve the issue. The device functioned as intended after the field service engineer troubleshot the device. A technical support specialist confirmed that there had been a delay in dispensing medication to the patients.

Event description:
It was reported that when using the pyxis medstation es system, aux drawer 3 had encountered a failure to open. The customer reported that the user had been able to remove the medication from another station and there had been a delay to the patient's workflow. There had been no adverse events or injuries reported based on this event.